Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure, and the patient was doing well postoperatively. The explanted devices were not returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-9208-15, serial number: (B)(6), batch/lot number: (B)(6), model/catalog description: precision s8 adapter 15cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-9208-15, serial number: (B)(6), batch/lot number: (B)(6), model/catalog description: precision s8 adapter 15cm, unique identifier (UDI) #: (B)(4).